Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate therapy. One inappropriate burst of anti-tachycardia pacing (atp) and eight shocks were provided for an atrial arrhythmia with rapid ventricular response (rvr). No additional adverse patient effects were reported. This ICD remains in service. Additional information indicated that this device delivered inappropriate therapy in a new event. One inappropriate atp and eight shocks were delivered for an atrial fibrillation (af) with rvr. Therapy was exhausted. Rhythm was not converted. The clinical representative was about to discuss these episodes with the physician. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate therapy. One inappropriate burst of anti-tachycardia pacing (atp) and eight shocks were provided for an atrial arrhythmia with rapid ventricular response (rvr). No additional adverse patient effects were reported. This ICD remains in service.